Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgement was confirmed as the stent was not returned. The failure to advance was not confirmed as it was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the omnilink elite instruction for use states: should unusual resistance be felt at any time during either vessel / duct access or during removal of an undeployed stent, the stent delivery system and introducer sheath should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel / duct access. Do not retract the stent delivery system into the introducer sheath. Secure the stent delivery system to the introducer sheath; then remove the introducer sheath and stent delivery system as a single unit. In this case, the difficulties were most likely related to the anatomical conditions. Based on the information provided, the reported difficulties appear to be due to case related circumstances. It is likely that advancing against resistance caused the stent to become compromised/loose on the balloon and when the second attempt was made to re-advance the stent system, the stent dislodged. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 clarifier updated to failure to follow steps/instructions.

Event description:
Additional information: the stent was deployed in the external iliac artery and not the common iliac as planned, however the stent did partially cover the lesion. The procedure was successfully completed with further unspecified stents which were advanced through the deployed stent. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a significant diseased segment of the common iliac artery. An 8.0x59mm otw omni elite 35 balloon expandable stent system (bess) failed to cross due to the anatomy. The bess was removed and the lesion was pre-dilated. A second attempt to advance the bess was made; however, the stent dislodged. The stent dislodgment was noted before the balloon was fully removed from the stent and this allowed for the stent to be inflated from the bottom part of the stent first and then the top part, the stent was fully deployed in two steps. The stent was deployed outside the target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.